Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced charging difficulty, including a device that was fully depleted and, after placement on the charging pad with a solid green indicator, increased only to approximately 10 percent over about forty minutes, raising concern for either charger or device charging malfunction. Symptoms included none. Outcomes included temporary interruption of ilet therapy with use of backup therapy. Investigation included guided troubleshooting, verification of charger indicator status, extended charging attempts, and evaluation with an alternate magnetic phone charger, with shipment of a replacement charger for further assessment. Investigation of this case revealed inconsistent or insufficient charging performance suggestive of a charger or charging interface issue. It was concluded, based on previously established findings for similar reports, that a charging system malfunction or user-interface alignment issue was the probable cause.